Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was admitted to the hospital due to dizziness. After interrogating this device an alert for battery capacity depletion was seen. The device remains implanted to date. No adverse patient effects were reported.

Event description:
It was reported that this patient was admitted to the hospital due to dizziness. After interrogating this device an alert for battery capacity depletion was seen. The device was explanted and was not planned to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was not expected to be returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Event description:
It was reported that this patient was admitted to the hospital due to dizziness. After interrogating this device an alert for battery capacity depletion was seen. The device was explanted and was not planned to be returned as it was discarded by the hospital. No additional adverse patient effects were reported.